Event description:
It was reported that the patient experienced withdrawal symptoms and increased pain issues after pump refills, but were not present during the course of their therapy. A therapeutic bolus was given to the patient and the patient stated that there was a "response to the bolus." The physician noted that the boluses that had been given were able to bring the patient out of withdrawal. The actual residual volumes were greater than the expected residual volume, but the volumes were within acceptable limits. A roller study was done and results were normal. A catheter dye study was done that revealed a couple of areas as potential problems, so the catheter was revised and replaced. The location of the catheter tip was changed. The physician stated that the patient's dosage had to be increased in order to keep the patient's pain under control. The physician reported that the recent catheter replacement "did not resolve the issue." The physician had questioned whether the oral medications could have been a factor; the patient was on 20mg twice a day of methadone. The medication being delivered via the device system was compounded morphine.